Manufacturer narrative:
Investigation summary: bd received 1 sample and 5 photos for investigation. The sample and photos were visually inspected and missing print was observed. 10 retention samples from bd inventory were visually inspected and no missing print marks were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode scale marking missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before usage bd preset¿ eclipse¿ arterial blood collection syringe, volumetric marking was missing on 1 device. No adverse impact was reported regarding patient or user.